Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). It was reported that the patient's ins was no longer working; they indicated that the patient's external devices did not communicate with the implant. No symptoms or further complications reported.